Event description:
A customer contacted beckman coulter (bec) to report a leak inside a coulter lh 500 hematology analyzer. The volume of the leak was about 30 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and goggles at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the tubing through pinch valve pv43 was cut (pv43 opens the drain path from low vacuum and waste chamber, vc1). Fse replaced the tubing and the leak was resolved. Repairs were verified per established procedures and results met published performance specifications. The cause of the leak is attributed to the cut tubing through pinch valve pv43. (B)(4).